Event description:
The user-facility reported to the distributor that the teflon coating sheared from the involved guidewire while trying to get it through a "difficult" permacath. The user-facility acknowledged that the procedure performed is not within the recommended use for the guidewire. The pt's condition was not affected by this event.